Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
Customer states the device's fully charge battery only last for 20 minutes. No report of pt malfunction.